Manufacturer narrative:
After further review of the new information, it has been confirmed that the scroll compressor is expired. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance, vacuum and pressure values on cardiosave intra-aortic balloon pump (iabp) were not adjustable. There was no patient involvement.

Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.